Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was brought to the hospital via helicopter for critical hemoglobin levels and suspected gi bleeding. A small bowel enteroscopy was performed and no visibly active bleeding sites were found; however, one area was cauterized. It was reported that the pump parameters appeared within normal range for the patient.

Manufacturer narrative:
Approximate age of device ¿ 3 years. The patient remains ongoing on vad support. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.